Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced the power switch wont stay in. The event occurred during preparation for use. The procedure was completed using the same device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of the power switch won¿t stay in was not confirmed. Additionally, the following findings were also identified, and are as follows: the housing unit font panel mouth was damaged, the front panel chassis was rusted, the bottom chassis was rusted, the top cover was rusted, the rear panel was rusted, and the rear foot was rusted. The connections contained a worn-out socket slider switch, which causes intermittent use of high intensity mode. There was corrosion inside the scope socket tubing. The non-olympus lamp life was expired and read over 500+ hours. The lamp was also missing 2 lamp washers. Scratches were found on the lamp door. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.